Manufacturer narrative:
Article citation: cutolo, carlo a., et al. "Choroidal detachment after xen gel stent implantation." Journal of opthalmology, volume 2021. Pages 1-5. The article noted 126 patients were included in the retrospective review. 63 patients were female and 63 were male. The average age of the patients was 71.3 +/- 14.8. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "choroidal detachment after xen gel stent implantation" noted the serious adverse events of three eyes developing haemorrhagic choroidal detachments with days of xen®45 gts implant. These patients all received a topical steroid, cycloplegic eye drops, and oral glucocorticoids (prednisone 1 mg tapering off the dose until resolution). The events resolved.